Manufacturer narrative:
The removed main keypad assembly was further evaluated in the failure analysis center.  It was observed that the shock button resistance measured 2.3k ohms.  This high resistance measurement likely caused the device to log the reported event code which is related to the potential failure to deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then made other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request annual service on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.